Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified antibiotic, at an unspecified rate, via a gemstar pump. After an unspecified length of time, it was reported that the tubing separated from the filter of the tubing set. The customer contact reported that the tubing popped out of the filter. No specific details were provided. The tubing set was replaced. The customer contact reported a missed dose; however, there were no adverse pt effects and no reported delay of therapy critical for this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
One used device was rec'd and evaluated. Testing found that the proximal tubing to the filter was separated from the filter. This was due to insufficient solvent application. The lot number of the device that was in use is unk. The customer contact identified one possible lot number (plots). The possible lot number is 311475h. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.